Event description:
The hospital reported that the clinician noted there were no measured values on the engstrom display, however, waveform was present. The pt was noted to be blue with an spo2 level of 40%. It was further noted that the keyboard was not responding to changes. The unit was visually and audibly alarming. The pt was reportedly switched to a manual system for ventilation at 100% oxygen and subsequently was placed on another ventilator. There was no reported pt injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the intervention has been completed.

Manufacturer narrative:
(B)(4), pt info is considered confidential and will not be released by the hospital.